Manufacturer narrative:
The device was received for evaluation. During functional testing, door does not sense closure was reproduced. A review of the event history log confirmed reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose lower link latch screw. The link will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's door does not sense closure found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.